Event description:
Reported condition: biomed of facility called in to report that machine was making a loud clicking noise by the blood pump rotor. Machine installed (B)(6) 2022 machine total run hours at the time of event was 7148hrs.